Event description:
It was reported by a customer on (B)(6) 2006 the aiming beam fired straight out of the fiber at 171,881 joules. No pt injury was reported.

Manufacturer narrative:
The info rec'd indicated an MDR was required on (B)(6) 2011.